Event description:
It was reported by a ventricle assist device (vad) coordinator that a patient came into the clinic and complained that when he plugged in his battery it would beep until he changed out that battery. The patient said that he was disconnecting a battery and when they made the switch the controller stopped. It was stated that his vad did not stop and were no alarms. The information available led the clinical engineers to determine that the controller pins are the actual cause of this event. It was reported that the clinical site will perform a controller exchange. It is reported that there were no consequence or impact to patient for this event.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced power switching from one port of the controller to the other; the battery was replaced. There was no reported patient injury as a result of this event. The battery ((B)(4)) was returned to manufacturer for evaluation. Battery passed visual inspection and functional testing. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014). Battery - (B)(4) -1650- expiry date: 12/31/2014. (B)(4).